Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the intuitrak aortic aneurysm stent on (B)(6) 2010. Approximately eight (8) years post initial procedure, a potential type iiib endoleak was detected by routine follow-up CT. Endologix became aware of the reported product problem/adverse event on(B)(6) 2018. The physician will continue to monitor the patient and has scheduled treatment; the patient is in good condition.

Event description:
Additional information received per clinical assessment refuting the reported type iiib endoleak; rather, a type ib endoleak was confirmed at the rcia.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the reported type iiib endoleak of the main body is refuted and rather, there is type ib endoleak at the right common iliac artery (rcia). Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in a stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).